Manufacturer narrative:
Exact date unknown, event occurred six months ago from date manufacturer was made aware. Aug 2020 additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(4). Batch: 15905264

Event description:
It was reported that everytime the patient leaned back, the patient was experiencing overstimulation. It was also noted that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.